Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for a female patient. The following data was provided (customer provided cutoff: female is >16 ng/l): sid (B)(6) initial result was <5 ng/ml, repeat = 26 ng/l. The customer is questioning the repeat result of 26.11 ng/l and released the <5 ng/ml from the laboratory. No impact to patient management was reported.

Manufacturer narrative:
Section b5 was updated to correct all units of measure to ng/l.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for a female patient. The following data was provided (customer provided cutoff: female is >16 ng/l): sid (B)(6) initial result was <5 ng/l, repeat = 26.11 ng/l. The customer is questioning the repeat result of 26.11 ng/l and released the <5 ng/l from the laboratory. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and could not find an identifiable issue with any instrument parts and no parts were replaced. However, a review of the module log showed a discord, clot and slope scores slightly different in the sample duplicate, indicating a possible sample integrity issue. Return testing was not completed as returns were not available. An instrument service history review revealed no subsequent issues have been reported related to falsely elevated troponin results for (B)(6) . No contributing factors in the month prior to the complaint were identified regarding the system. A review of tracking and trending of the architect (B)(6) did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect (B)(6) processing module for serial was identified.